Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device had incomplete seal cycle error. The issue was found during therapeutic laparoscopic gastrectomy procedure. The procedure was completed using the same set of device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Additionally, there was a moderate amount of red material inside of both sides of the jaws, inside of the drive shafts, around and on the blade. The most probable cause of the identified failures is traced energy was absorbed by the residue deposits on the jaw electrodes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that the subject device had incomplete seal cycle error. The issue was found during therapeutic laparoscopic gastrectomy procedure. The procedure was completed using the same set of device. There were no reports of patient harm.